Manufacturer narrative:
Follow-up #1: date of submission 12/20/2013 device evaluation:the device has been returned and evaluated by product analysis on 12/11/2013 with the following findings: the keypad cover was found to be torn across the up arrow and down arrow buttons, exposing the button contacts. The complaint of unresponsive buttons was not duplicated during testing. All of the keypad buttons responded appropriately to button presses and were functional. The keypad cover was removed and evidence of contamination was present under the up arrow, down arrow and ok button contacts. The battery compartment was observed to be cracked. There was no loss of power. No evidence of moisture damage was observed in the battery compartment.

Event description:
On (B)(6) 2013, the distributor contacted animas, alleging a button/keypad (tactile change prior to damage) issue. It was reported that the up arrow, down arrow and ok keypad buttons were unresponsive and the keypad was damaged. It was not determined if tactile changes occurred prior to the damage to the keypad. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).